Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3251975 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels used on (cartons/bottles/tubes/etc.), used in the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 3251975 shows there was no shortage or excess of labels after manufacturing. This review does not support the incidence of missing labels as described by the customer. The complaint history was reviewed, and no other complaints have been taken on batch 3251975 for labels. Retention samples from batch 3251975 (100) were available for inspection. There were no missing labels. There were two (2) photos submitted for review of this complaint. The first photo shows two tubes, one with a label and one without a label. The tube with the label shows batch 3251975. The second photo shows an unlabeled tube above a carton of tubes. There were no returns to assist with this complaint. This complaint can be confirmed for missing label. No complaint trends for this defect have been identified for this product; no actions are identified at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported when using the bd bbl mgit mycobacteria growth indicator tubes, the customer discovered one (1) tube was missing a barcode label. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bbl mgit mycobacteria growth indicator tubes, the customer discovered one (1) tube was missing a barcode label. There was no health impact or consequences reported.